Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: online review.

Event description:
Customer reporting 2 false negative sars results. Customer states the results were positive by hospital test (method unknown) the next day. Report 1 of 2.